Manufacturer narrative:
The impella lp2.5 pump was not returned for evaluation, as it is currently being held in the facility's risk management department. It is unclear if this reported issue was related to the impella lp2.5 pump, or if the issue occurred as a result of the procedure that was performed prior to the impella placement. The manufacturer will continue to investigate all reasonably obtainable sources of information, and will provide results and updated conclusions in a supplemental report if additional information is received. (B)(4).

Event description:
The complainant reported that during a long ep procedure, the patient's left ventricle had been perforated. The physician reported that after the ep procedure was performed, heparin was reversed with protamine and this began an anaphylactic shock sequence so emergently that the doctor placed the impella lp2.5 in the patient while the patient was undergoing CPR. With the pump on auto flow the ccp reported that he saw 2 liters of flow was obtained it was reported. The patient was eventually sent to the operating room. Upon the patient's arrival in the operating room, the impella lp2.5 had already been removed. The ventricle was repaired and the patient was put on bypass. An ECMO v-a was placed. At this time, the surgeon mentioned that he thought the impella pigtail had kinked and that was what had perforated the left ventricle, and which he believed occurred during CPR in the cath lab. The surgeon was not present during the impella procedure. During a follow-up meeting with the abiomed sales representative, the surgeon first reported that the pump pigtail had come apart, but then conjectured instead that during the CPR the catheter must had kinked and that was how it perforated the lv. During this meeting, the surgeon retrieved the used catheter and bent the pigtail back in on itself to demonstrate the kink, and how this was enough of an edge to be sticking out of the lv perforating the wall. The patient subsequently expired. There was no indication that any issue with the impella lp2.5 contributed to the outcome.